Event description:
A discordant low (relative to alternate methodology) creatinine result was obtained on a patient sample. It is unknown if the result was reported to the physician. The sample was repeated by both methodologies and the repeat results agreed with and confirmed the higher results of the alternate methodology. It is unknown if patient treatment was altered or prescribed as a result of the falsely depressed creatinine result. There was no report of adverse health consequences as a result of the falsely depressed creatinine result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated creatinine result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens filed the original MDR (B)(4) 2012. Additional information: siemens healthcare diagnostics inc. Has confirmed customer complaints of falsely depressed enzymatic creatinine (ezcr) results when ezcr is processed from open wells that are in close proximity to open wells of phosphorus (phos) flex reagent cartridges. The falsely depressed ezcr results are caused by a ezcr reagent interaction with the phos reagent. An urgent medical device correction for the phos flex reagent cartridge ((B)(4)), (B)(4) was issued in february 2013 to impacted customers. The communication provided remedial actions to customers to either avoid the reagent interactions or to discontinue the use of either phos or ezcr on their dimension system.